Event description:
It was reported that the patient presented in clinic for initial implant procedure. It was noted that the patient developed atrial fibrillation (af) after inserting the right ventricular (rv) leadless pacemaker (lp) with the delivery catheter. Three attempts of direct current cardioversion were performed but unsuccessful in terminating the af. The af was then terminated after medication was administered. During fixation of the rvlp, it exhibited difficult in positioning, and post-fixation, it exhibited high pacing impedance. During the implant procedure of right atrial (ra) lp. During procedure, the fixated ralp exhibited failure to capture with poor sensing. Repositioning was attempted, and positioning was found difficult. However, the ralp was implanted eventually. Two days after the procedure on 10 jul 2025, the patient experienced hypotension, and cardiac effusion was discovered via echocardiogram. A drainage procedure was performed. Site of bleeding was not identified, but it was suspected that the perforation took place during the two placements of the ralp. The rvlp and ralp remained implanted. Patient condition was stable post procedure.